Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had a broken / fractured lead. The patient underwent an explant procedure due to inadequate pain relief.

Manufacturer narrative:
Additional information was received that the device deficiency did not lead to an adverse event.

Event description:
A report was received that the patient had a broken / fractured lead. The patient underwent an explant procedure due to inadequate pain relief.

Manufacturer narrative:
Correction to follow up 1 MDR in field: additional information was received that there were no exposed cables on the broken / fractured lead. The description is infinion 1x16 50 cm, however the model and serial numbers are not available. No additional information can be obtained.

Event description:
A report was received that the patient had a broken / fractured lead. The patient underwent an explant procedure due to inadequate pain relief.